Event description:
It was reported that a user who recently initiated ilet pump therapy experienced repeated hypoglycemia over several days, with a documented blood glucose of 61 mg/dl at the time of the call; the agent¿s chart review indicated normal pump function and engagement, and that lows occurred following meal boluses and basal insulin delivery. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and continued pump use. Investigation included a review of device operation and user interaction, as well as troubleshooting and education regarding treatment of lows. Investigation of this case revealed no device malfunction and suggested therapy-related hypoglycemia associated with bolus and basal dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.